Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) haptic was found to be bent after implantation. The lens was inserted and subsequently removed during the same procedure and replaced with a different lens. There was no delay in the procedure and no unplanned incision enlargement, sutures, or vitrectomy. There was no injury, and the patient has fully recovered. The directions for use were followed. The lens is not available for return as it was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.